Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient battery was overdischarged due to not charging. The patient also reported being in a car accident and the ins didn¿t¿ charge well since. No date was reported on the car accident. It was reported that the patient would have a jump start. It was stated that the issue was resolved at the time of the report. No surgical intervention occurred or was planned. The patient was alive and without injury. The event occurred in 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had not yet been scheduled for a jumpstart. The rep reported that they had no further information at this time. No further complications were reported/anticipated.